Event description:
It was reported that the device needed service. The device would not pass learn circuit and was failing the pre-use test (put). There was no patient involvement associated with the reported event. During the device's evaluation, ventec observed that it was displaying a "patient circuit disconnected" alarm.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of displaying a "patient circuit disconnected" alarm was confirmed. Ventec replaced the multilumen interface port to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the multilumen interface port, which showed signs of damage (cracked).